Event description:
A healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced poor vision both at near and distance. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was unable to correct better than 20/50. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (1.50cyl), 20.0 diopter (add power +2.2/+3.2) lens was replaced with an unspecified, monofocal lens model. The product has not been received to evaluate. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).